Event description:
During pt treatment, operators reported the delta p pressure started dropping, then the ventilator shut off. The pt was placed on a conventional ventilator without any adverse effects.